Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 9, 2019 that a genesys hta procerva procedure set was used during a hydrothermal endometrial ablation procedure in the uterus performed on (B)(6) 2019. According to the complainant, two days post procedure, the patient came back to the emergency room and it was reported to have sepsis. An emergency hysterectomy was performed and after the procedure, it was noted that the uterus that was removed was filled with pus. The patient was placed in the intensive care unit as a result of this event. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.